Event description:
It was reported that the patient's implantable cardioverter defibrillator (ICD)  had possible early battery depletion. The ICD was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device was returned and analyzed. Analysis of the device revealed normal battery depletion. Concomitant products: 407452 lead, implanted: (B)(6) 2005; a 4592-45 lead, implanted: (B)(6) 1999. Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. (B)(4).